Event description:
It was later reported that the patient experienced of increased pain, agitation and sweating. The cause of the event was noted to be ¿pump exhaustion¿. Pump acceleration lead to early emptying. Several aspirations followed and all medications in the pump were running too fast. At the time of this report, the patient had recovered without permanent impairment.

Event description:
Additional information reported that on (B)(6) 2014 the physician put in 40 ml. They brought the patient back in on (B)(6) 2014 and expected 26.5 ml and got back 21 ml. The physician then put the 21 ml back into the pump. The patient was brought in on (B)(6) 2014. They expected 8.3 ml and the actual was 5 ml. The pump is going to be replaced.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient's pump would be replaced next week ((B)(6) 2014) due to the expected overinfusion. It was noted the patient had been sick since (B)(6) 2014 and the pump was not working correctly and was defective. The pump was running out of medication faster than it was supposed to. It was further reported the healthcare provider (hcp) had come to the patient's place because she was sick and could not believe the pump was out. Three manufacturer representatives (reps) have come to analyze the pump. About a month ago the patient met with a rep, which was when they decided it was time to take it out and replace it. The pump was replaced on (B)(6) 2014 and would be returned for testing. On (B)(6) 2014 the expected residual volume (erv) was 28.1ml and the actual residual volume (arv) was 24ml. A rotor study and dye study were not performed. It was also reported the patient recovered without sequela. The pump was being used to deliver sufentanil, hydromorphone, baclofen, and clonidine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on 2014-jul-02 the expected volume was 23 milliliters and 15 milliliters were aspirated. The pump was then reprogrammed for 15 milliliters and the patient was not seen again until (B)(6) 2014. The pump was refilled on that date and the expected volume was 3.1 milliliters and 2.0 milliliters was aspirated. The patient had symptoms including lethargy and hyper active or over caffeinated. The health care provider (hcp) noted it was unclear if these symptoms were related to a pump issue. The elective replacement indicator (eri) was at 33 months. The hcp was having the patient come in again in october to aspirate the pump and check the volumes. The hcp was contemplating replacing the pump due to concern of over-infusion. The system was being used to deliver dilaudid, sufentanil, clonidine, and compounded baclofen.

Event description:
Additional information later indicated that the healthcare provider had increased the patient on (B)(6) 2014. A refill and volume check was planned for (B)(6) 2014. It was unknown why there were previous volume discrepancies. The patient outcome was recovered without permanent impairment.

Event description:
Additional information reported the pump was explanted as it was device related.the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found that overinfusion occurred but the root cause was undetermined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a volume discrepancy occurred. The actual residual volume was 0 milliliters (ml) and the expected residual volume was 4.5 ml. It was noted, the health care provider (hcp) got ¿barely a drop.¿ a week or two before the refill the patient was having flu-like symptoms including nausea. The hcp was able to fill the pump with the full 40 ml with no problems. There was no history of discrepancies in the past and this was the first occurrence. The refill took place on (B)(6), but the patient was still experiencing flu-like symptoms on the date of the report. It was reported there were 4 drugs in total being delivered by the system, one of which was hydromorphone. Two days later it was reported, the patient came in and still felt lousy. The residual volume was checked. 38.6 ml was expected, but only 36 ml was gotten back. It was thought that withdrawal had been making the patient sick at the time of the initial report. The hcp thought it maybe was overdose that was making the patient ill. The next day, it was reported, the patient was brought to the clinic and the physician was deciding what to do next.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).